Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: thermocool smarttouch bidirectional navigation catheter (model# d-1327-05-s lot# 17772101m). (B)(4)

Event description:
It was reported that a male patient, in his early 50s, weight of 180 -200 pounds, underwent an ablation procedure for wolff-parkinson-white (wpw) syndrome with a webster cs with auto ID catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a cardiac perforation occurred. Pericardial effusion was confirmed via ultrasound. Pericardiocentesis was performed and yielded 450 ml of fluid. Patient was reported to be in stable condition at the time of complaint report. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that he is unsure of causality, but that it could have potentially been related to the webster cs catheter. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode with standard temperature and power cut-offs. Ablation was performed at 30-35 watts. Power was at 30 watts at the time of injury. It was noted that impedance decreased slightly at the time of injury, but not greater than 20 ohms. It was also noted that impedance decreased slightly (from 130 ohms to 128 ohms) when the cs catheter lost tissue capture while pacing. Contact forces were within normal limits. Power was not titrated during ablation. Overall ablation time at the site of injury was 8 minutes. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.